Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-nov-2017 with the following findings: during investigation, the original complaint was unable to be duplicated. The pump powered on to clear and audible alarm. The pump was opened and there was no intermittent condition observed on the piezo.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (quiet sounds) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.